Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: 131811040, dvr lock narrow mini r, lot # b131811040t; catalog #: 131227118, lock screw square 2.7mm x 18mm, lot # unknown; catalog #: 131227120, lock screw square 2.7mm x 20mm, lot # unknown qty 4; catalog #: 131227114, lock screw square 2.7mm x 14mm, lot # unknown qty 2; catalog #: 131227216, lp non lock 2.7mm x 16mm, lot # unknown; catalog #: 131227214, lp non lock 2.7mm x 14mm, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it will not be returned per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02299, 0001825034-2020-02300, 0001825034-2020-02301, 0001825034-2020-02302, 0001825034-2020-02303, 0001825034-2020-02304, 0001825034-2020-02306, 0001825034-2020-02307, 0001825034-2020-02308, 0001825034-2020-02309.

Event description:
It was reported the patient underwent an initial procedure on approximately 2 months ago. Subsequently, the patient was revised about 15 days later due to the crosslock narrow mini plate pulling out proximally and failed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.